Manufacturer narrative:
H3, h6: the ndi polaris camera, used in treatment, was returned for evaluation. There was a relationship between the device and the reported event. Medical evaluation revealed that it was communicated that the requested op-notes and x-rays are not available for inclusion in a medical investigation. Reportedly, no further interventions were required to successfully complete the procedure and no patient injury/harm resulted. Based on the information provided, patient impact beyond the reported modified procedure and the 0-30-minute surgical delay would not be anticipated as the patient status was reportedly ¿ok¿. No further medical assessment is warranted at this time. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review concluded this was a repeat issue. The navio user's provides instruction for camera setup, operation and troubleshooting. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the device revealed no discrepancies that may have contributed to the reported problem. A functional evaluation was performed and the camera event log was evaluated. The event log indicates multiple illuminator faults within 20 oct 20. The camera was unable to connect to the calibration module. The unit was then connected to a known good navio system, which revealed that upon reaching the handpiece calibration stage, the error message present in the original complaint appeared. The complaint was confirmed. A factor that may have contributed to the reported complaint include: the illuminator leds on the camera can go bad over time with use and cause floating "dead zones" in the camera view - this problem is physical in nature in the camera only and it needs to be serviced. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a navio tka procedure, at the hip centre calculation step, the error "camera infrared lamp is not working properly. This may result in limited field of view". The procedure was changed to manual instrument with a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. The navio user's manual (500196) provides instruction for camera setup, operation and troubleshooting. A relationship, if any, between the subject device and the reported event could not be determined. The reported error message indicates that the illuminator leds have gone bad. The illuminator leds on the camera can go bad over time with use and cause floating "dead zones" in the camera view. This problem is physical in nature in the camera only and it needs to be serviced. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Per complaint details, the device malfunctioned (camera infrared lamp error) during use and the navio was abandoned for manual instrumentation. It was communicated that the requested op-notes and x-rays are not available for inclusion in a medical investigation. Reportedly, no further interventions were required to successfully complete the procedure and no patient injury/harm resulted. Based on the information provided, patient impact beyond the reported modified procedure and the 0-30-minute surgical delay would not be anticipated as the patient status was reportedly ¿ok¿. No further medical assessment is warranted at this time.